Event description:
The er320 was used during a laparoscopic cholecystectomy. The device was spitting clips and not closing properly. The clips were retrieved. A second device was opened and the same thing happened before it was put into the body (the rep is returning this device). A third er320 was pulled to complete the case and worked fine. There was no consequence to the pt.

Manufacturer narrative:
Device #2. The product complaint analysis team has completed its investigation of the device which was returned. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: clip in jaws, yes; damaged jaws, no; damaged cutter, n/a; damaged feed bar, yes/bent; damaged floor, no; damaged handle shrouds, no; damaged other, n;a; damaged tip shrouds, no; damaged trigger, no damaged tube, no and damaged weld seams, no. Functional tests & results: antibackup functional, yes; firing: feed conform, no; firing: form conform, no; jaws: hold clip, yes; jaws: inside width at tips, .178 and lockout functional, yes. Analysis conclusion: based upon the inquiry info received and the visual and functional results, it was concluded that the feedbar had become damaged and would not form the clips properly. No concluson could be reached as to how the damage to the feedbar occurred. Each instrument is evaluated during the assembly process to ensure the clips feed and form properly.